Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, interconnect cable, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system locked up and then would not perform fluoroscopy. There was no patient injury or death reported.